Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was hospitalized for four days for diabetic ketoacidosis. Customer stated her blood glucose never went over 170 mg/dl. Customer stated she went to the hospital on (B)(6) 2014 because of stomach flu and patient could not eat anything and was dizzy and almost past out. Customer stated the hospital just treated with fluids and released her the same day and disregarded she was diabetic. Customer went back to the emergency room on (B)(6) 2014. Customer stated her stomach bus that she had, her stomach basically shutdown and her body went into starvation mode and went into diabetic ketoacidosis. Customer was vomiting, dizzy, and passed out. The cause was flu, diabetic ketoacidosis, low potassium and blood pressure. Customer was wearing the device throughout the hospitalization. No further information reported.